Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a combined cataract and vitrectomy procedure, a system advisory displayed and the vitrectomy cutter could not be used. The vitrectomy portion of the case could not be completed. Additional information was received confirming a secondary procedure was performed three days later to complete the laser and vitrectomy.

Manufacturer narrative:
This report is a duplicate of mfg report number 2028159-2017-03145. No further information will be provided from this report. (B)(4).

Manufacturer narrative:
Date on follow up report number 1 is (B)(4) 2017. (B)(4).